Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted laparoscopic low anterior resection, while performing rectal excision, although the suture resection was performed with the 45mm reload at the time of rectal resection, according to the excessive force, it became unable to fire in the middle of stapling. Although it was judged as inappropriate tissue and suture resection was attempted with the 60mm reload, the tissue was pushed forward during stapling, and the clamped part could not be sutured or resected properly. It was found that the tissue was not resected at all, it was stapled at the same site, and it was found that b shape was not formed at all. It was also noted that the incision was extended by more than 1 inch and that there was tissue damage. The surgical time was also extended by more than 30 minutes. The rectal suture resection could not be performed at the scheduled site, so although dual stapling technique was scheduled, it was changed to intersphincteric resection.